Manufacturer narrative:
Uf/importer rpt num: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Hold for cm 3/3according to the reporter, during the closure of the vaginal cuff of a patient on a total laparoscopic hysterectomy with bilateral salpingectomy, the needle had been inserted onto the stitching device by the surgical technician on the sterile back table and handed to the surgeon. On the first pass through the tissue with the stitch in the right uterosacral ligament, the needle broke in half with only one half coming back out of the patient. The surgeon looked for the missing half on the in the surrounding tissue but determined it would do more harm to the patient to look further as it was completely buried. It was noted that it would be safer for the patient if further searching was discontinued. Per policy and x-ray was performed following the case. A radiologist read the films and concluded that a foreign item was left the patient's pelvis. A second suture was used to close the vaginal cuff. The specimen was removed from the vagina and handed off the field for pathology review.